Event description:
A home patient contacted baxter's technicial service center or assistance. The home patient received a check lines and bags alarm during priming on the homechoice machine. The home patient stated that all clamps are open and verified no kinks in the lines, restarted prime and alarm repeated. Baxter's technical service center instructed the home patient to slide the clamps. After the home patient stated clamps will not move, baxter's technical service representative explained that clamps are not open and advised the home patient to open clamps on heater bag, supply bags and patient line. The home patient stated he unspiked and respiked all of the bags. Baxter's technical service representative cautioned that bags should not be unspiked and respiked. The home patient stated that he would call back tomorrow and then hung up. Baxter's technical service representative attempted to call the home patient back to advise throwing away set-up, however the line was busy. No patient injury or medical intervention was reported at the time of the incident.